Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. Upon device interrogation, the pace/sense ventricular lead exhibited a decrease in pacing impedance. It was noted that ten day ago the patient had undergone heart valve implantation procedure. The lead was explanted and replaced on an unknown date. The patient's condition was fine.